Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6f 100cm judkins right (jr) 4 infiniti diagnostic catheter broke off. As a result, 70mg/kg of heparin was given, an unknown radial sheath was upsized, and the piece was retrieved. There was no long-term impact on the patient; however, pain was reported as an impact of the malfunction. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 6f 100cm judkins right (jr) 4 infiniti diagnostic catheter broke off. As a result, 70mg/kg of heparin was given, an unknown radial sheath was upsized, and the piece was retrieved. There was no long-term impact on the patient; however, pain was reported as an impact of the malfunction. Additional information was requested but was not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18373361 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "brite tip/distal tip separated and pain¿" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural images, a cause for the reported event could not be established. Unspecified procedural factors, such as but not limited to technique and vessel anatomy (which were not specified) can all be contributing factors. Additional force and manipulation of the catheter may have also been a contributing factor the reported event. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a separation. Pain is a potential adverse event that can occur with any invasive procedure and pain is perceived by the patient. This may occur at any time during or after a procedure and medical professionals are trained and experienced in how to treat this common complication. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of a 6f 100cm judkins right (jr) 4 infiniti diagnostic catheter broke off. As a result, 70mg/kg of heparin was given, an unknown radial sheath was upsized, and the piece was retrieved. There was no long-term impact on the patient; however, pain was reported as an impact of the malfunction. Additional information was requested but was not available. The device was not returned as expected.